Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with the return of the device. Conclusion code- failure event observed during analysis. Final analysis found that a partial the lead was returned in two pieces. An external abrasion breaching the outer insulation was abraded at 39.7 cm to 39.9 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implanatble device.